Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and extra signals. There is concern for a lead issue as the patient is dependent. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and extra signals. There is concern for a lead issue as the patient is dependent. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced.